Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The bottom of the insulin pump fell out and the wires were sticking out. The drive support cap remained intact and the label part seemed pressed in. Customer's blood glucose level was 210 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked end cap noted. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.